Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received.  A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reportedly the pump had been in the customers pocket. The customer's blood glucose level was not impacted. The customer cleared the alarm and resumed insulin delivery.